Event description:
It was reported that during a mildly tortuous, mildly calcified, distal right coronary artery (rca) stenting procedure, a xience prime stent was deployed and a distal edge dissection occurred. Another unplanned xience v 2.5 x 12 mm stent was used successfully as treatment. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. Dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures.